Event description:
Additional information was reported that the patient had impedance testing on (B)(6) 2012. There were no malfunctions seen, and it was the lead migration caused less therapeutic effect. The patient outcome was receiving effective therapy.

Event description:
It was reported that the patient was having replacement on today (call day). The current neurostimulator system was replaced with another one for "it's not working". There weren't additional details. One other reason was the patient didn't like neurostimulator location because that was where her cell phone goes. The caller stated "last lead was more difficult from original implant." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v867753, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).